Event description:
The customer states that when running pt samples using a cell-dyn ruby analyzer, they noticed that pt ID was incorrectly matched to pt demographics. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). Investigation summary: investigation determined the issue was attributed to an inadequate software requirement for the correct outcome of manually changing the specimen ID entry when there is a match to associated demographics/support data. The inadequacy of this requirement is due to the narrowness of its scope, that is, it specifies only one (1) way to change the specimen ID typing characters in the field. The software implementation is in agreement with this narrow requirement; however, the customer used a different, but valid, way of editing the specimen ID field, which led to an incorrect outcome. The cell-dyn ruby system operator's manual has adequate instructions for performing edit activities and creating new orders. Corrective actions are currently being implemented in order to prevent recurrence of the issue.